Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a caregiver observed intermittent dexcom g7 signal loss to the ilet, replaced the g7 sensor, and expressed concern that insulin delivery might stop during signal loss; the agent clarified that the ilet continues insulin delivery without cgm communication and no troubleshooting was required due to ongoing bg readings. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included case review and user interview. Investigation of this case revealed that the device continued insulin delivery as designed during cgm communication interruptions, with no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was normal device behavior during temporary cgm communication loss.